Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a high out of range pace impedance was measured on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) . This occurred on the same day the ICD was replaced for normal battery depletion. Additional information reported that during the procedure, impedance measurements were within normal limits. No further information is known at this time. No adverse patient effects were reported.